Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed the yellow tubing had a cut at 288 mm from the drip chamber. A functional under water pressure test was performed with unsatisfactory results. A leak was observed coming from the cut in the tubing. The reported condition was verified. The exact cause of the reported condition was not determined. A visual inspection was performed to retention samples with no issues noted; the samples met quality specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a hole leading to a leak at the lumen. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.